Event description:
Customer reported having issues with no delivery alarms and with her quick release. Customer did not know blood glucose level. Unable to troubleshoot customer had done a complete set change prior to calling in. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.